Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received one inappropriate shock due to noise oversensing during an elbow surgery. The facility did not place a magnet over the device prior to the procedure. After the shock occurred, a magnet was applied. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.